Event description:
It was reported to boston scientific corporation in 2008 that during an ercp procedure on a male patient, the cutwire was "defective." It was reported that the wire was too long and would not "come back in." The procedure was completed using another jagtome device with no patient complications. The patient's condition at the conclusion of this procedure was reported to be fine.

Manufacturer narrative:
(Other) - cutwire is too long. The customer complaint stated the cutting wire was too long and will not come back in. From the product analysis, it was found that exposed cutting wire was wavy and had too much slack, confirming the customer complaint. It appears that the tension of the cutting wire was not set right during the handle assembly (manufacturing). The most probable root cause is manufacturing related. Examining the tip under the microscope, it appears that the distal tip might have come into contact with some part of the scope (elevator), while being advanced through the scope, causing blue paint band to peel, evident from the scratches/ score marks.